Event description:
It was reported that their implanted neurostimulator was not charging and they were getting a warning code rm03. Patient stated they would have to reset the controller but it was taking a very long time to charge up the implant. During the call patient verified there was a crack on the controller screen and a little bit of black on the screen. Patient verified no visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back stating they received their replacement controller and their implant will charge, but every 3 minutes, they see the same error code of system problem rm03. Patient stated they thought they had discussed that the recharger cord was the issue, so they were confused as to why the previous agent did not send both components. Patient said sometimes the recharger will get kind of warm but not hot. Patient commented that they have issues with their recharger once a year. See cases for previous replacements. An email was sent to repair to replace the recharger. Patient stated that they have a few other rechargers to send back as well that they never returned from prior replacements, so patient will send all equipment back in same package. Pt (patient) called back confirming they received replacement controller and recharger from this case but when the paddle is plugged in, 'it' works for awhile then controller screen spins saying 'looking for the device' or 'errors' and never connects. Pt was upset and stated they have had 4 rechargers replaced and they have had issues with the external equipment from the beginning. Agent had pt reset the controller and start implant charge; pt advanced with no issue and saw controller at 90% and implant 50% recharging excellent. The issue was not recreated on the call. Agent reviewed since controller and recharger have been replaced, pt will need to follow up with hcp to further address the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.